Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was caused by a faulty cable. The investigation was unable to determine the cause of the cable failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had an image problem. The issue was found during an unknown diagnostic procedure. No surgical delay and no patient harm was reported by the customer.

Event description:
It was reported, the subject device had an image problem. The issue was found during an unknown diagnostic procedure. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.